Event description:
It was reported that the patient¿s current pump had caused ¿nothing but problems¿ and many ambulance trips. For eighteen months, the patient had experienced suffering and reportedly still nothing was done. The patient was ¿hanging in there by my teeth now trying to keep it together¿ so the patient¿s family did not suffer too much. The patient reportedly went into withdrawal about once a week and it could last 1-3 days. He wanted to live like before as he had suffered so much and felt he deserved to be fixed. It was also reported that ¿they¿ wanted to remove the device and not replace it, but the patient was scared for this did not want to go back to their life as when before he had a pump implanted. The patient was unclear why the pump could not be replaced. On 2015 (B)(6), the patient was to the pain specialist at the hospital to hopefully get an answer on what they were going to do for him. He was in so much pain after a severe withdrawal last week and there was allegation that something was wrong with pump or the catheter. The patient realized with technology there would be problems from time to time and it would be ¿dead now.¿ he had hoped that this system could work just as well as his first implant or get a new one. While at the hospital, the patient was told that they were not going to replace ¿it¿ but were going to try an electronic nerve stimulator but the patient was unclear how this would work for pain in the upper neck. In addition, he reported that on the emergency card the office telephone number of the physician should not be included as nobody answers after hours which was no good for paramedics after hours. The patient also stated, he had an idea to improve the refilling of the pump which reportedly nurses thought it was a great idea. This device system delivered morphine. Additional information was to be requested to clarify troubleshooting, resolution, and patient status. The implant date of the catheter was unclear and further information was requested to clarify the implant date. It was unknown 2013 (B)(6) also applied to the catheter or solely the pump as this date was past the use by date of 2006 (B)(6). Should additional information be received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID 8709, lot# j11701r14; product type catheter product ID 8578, lot# 0206920383, implanted: 2013 (B)(6); product type accessory.

Manufacturer narrative:
Product ID 8709, lot# j11701r14; product type catheter. (B)(4).

Event description:
It was further provided that the physician was contacted who reported that they had been doing a number of investigations into this patient¿s pump but to date have found nothing abnormal with any of their tests so it appeared to be functioning normally. The patient was quite a complex patient with many psychosocial issues compounding his condition so was difficult to manage. Should anything out of the normal be found it would be reported as close contact with physician regarding this patient was expected. It was further reported that the pump remained implanted and there was no plan to have it removed. Specific details of the troubleshooting were not known. The cause or potential cause of the event was unknown. The patient was not hospitalized but believed the pump was malfunctioning. The managing physician did not believe this to be the case. The implant date of the 8709 remained unknown but was an original catheter thought to have been implanted at the time of the patient¿s previous pump. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
All additional information pertaining to this report will be reported under this manufacturer's report # 3004209178-2017-08283; information pertaining to this event will no longer be reported under manufacturer's report #3004209178-2017-08283. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving morphine with an unknown concentration and unknown daily dose via an implantable pump for an unknown indication for use. It was reported that the patient attended a pain clinic for a refill of the pump and complained of fluctuating feelings of withdrawal. The pump was refilled and the nurse reported the incident to the manufacturer. It was reported that it appeared that the pump was malfunctioning. It was reported that there were no known environmental/external/patient factors that may have led or contributed to the issue. There was no troubleshooting done and the patient attended for pump refill of morphine and the refill was completed. It was reported that no interventions/actions were taken. It was reported that the issue was resolved at the time of the report. It was reported that no surgical intervention occurred and no surgical intervention was planned. No further complications were reported and/or anticipated. Additional information was received. It was reported that the patient first started experiencing the fluctuating feelings of withdrawal on (B)(6)2015. It was further noted that the specific symptoms the patient reported were just that they felt ¿different¿ to normal. It was reported that the patient had not used the pump since and the pump is now filled with normal saline and not morphine. It was noted that the dose of morphine prior to the event is unclear, appears to be 900 mcg morphine sulphate/day. It was reported that there was never any volume discrepancy and the fluid volume was always as expected. No action was deemed necessary as the remaining pump volume was expected. The patient has not returned since 2015. No further complications were reported or anticipated. The information above was previously submitted under manufacturer's report #3004209178-2017-08283. Additional information was received from a foreign consumer on 2018-feb-17. It was reported that the patient was injured in a car accident 30 years ago when he was (B)(6) and was treated but never fully recovered and developed extreme nerve pain in his neck. The patient managed his pain and worked full time until 1994 when his condition worsened as scar tissue and the damaged bones in his neck be gan pinching nerves. Numerous pain medications and surgeries failed to help and by 2003 the patient was confined to a wheelchair taking dozens of pills a day. The patient made three suicide attempts then stopped eating regularly and seeking help for numerous complications in the hope he would die. In three months the patient gained 30kg in fluid, tearing skin in certain places and even losing their big toenails from the swelling. The patient's liver and kidneys were shutting down and the patient was at peace with it. Finally, friends and family convinced the patient to have the morphine pump installed which gave the patient regular doses of painkillers. It was reported that the patient was given an upgraded new model in 2014 but it soon became "faulty" and his pain returned. It was detailed that the pump soon began malfunctioning, giving the patient overdoses followed by horrible withdrawals, or not delivering any medication at all. The patient discovered the product had been recalled in 2011. The patient asked for the pump to be replaced but the pain physician said that they no longer used it for chronic pain patients. Instead, the patient's pump was filled with saline and he was prescribed a cocktail of tablets and fentanyl patches which barely took the edge off. The patient now lived in constant debilitating pain. For four years (as of(B)(6) 2018) doctors refused to replace it despite the manufacturer offering it for free. It was indicated that the patient went to the hospital "frequently" when the agony would become too much and beyond coping. Half the time an ambulance was called about once a week and they would have to strap the patient down as he could not control his body as the pain was so bad. It was stated that pain was "like knives stabbing and twisting" in the patient's neck. The patient was scared of going to sleep as laying down hurt and waking up was worse. Some nights the pain started before the patient slept, which were the worst nights. The patient would take a cocktail of medication and pass out sitting up as laying down hurt too much. The patient would fall asleep sitting up in front of the tv as watching movies took the mind away from some of the pain. The patient would usually wake up about 4am and take his morning medication and go to bed. The patient's wife filmed the patient waking up in bed screaming and crying in pain while she tried in vain to comfort him, and another time when he was in the hospital. The patient stated that living in this much pain was too hard. It was noted that the doctors tried to install a cervical spine neuromodulation device that would manage the patient's pain by sending small electric currents through his nerves but after five hours the surgery had to be abandoned as the damage to the patient's spine was too severe. The surgery was not reattempted. The patient again asked for the new pump to be installed but the pain physician was opposed to the treatment and thought it was "too risky." It was stated that in general they no longer supported intrathecal opioids for chronic non-cancer pain. The pain physician was also skeptical that there was anything wrong with the pump, but in a recorded phone call a manufacturer representative said it appeared it was faulty. The company offered to provide an updated version of the pump and its catheter for free, if the patient could find surgeons to install it. The patient considered turning to the private sector or going overseas to replace the pump but the patient could not afford it with his disability support pension. It was related that the patient talked to his wife and kids about dying and that when the patient had no option but to live like this he could not do it. No further complications were reported or anticipated.

Manufacturer narrative:
Analysis of the pump identified no anomalies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare professional (hcp) and consumer via a manufacturer representative. It was reported that over the past couple of years (from (B)(6) 2019), the pump had never worked properly and the had experienced multiple withdrawals and overdoses. The pump was last filled in (B)(6) 2017 with normal saline 0.9% at 0.05 mg/day to keep the catheter patent. There were no known environmental/external/patient factors that may have led or contributed to the issue. The patient was happy with his first pump but stated this pump had never worked properly since implantation. There were no known [additional] diagnostics/troubleshooting performed. The pump was replaced. No further actions/interventions were reported. Old records stated "length of catheter unknown". The catheter was tested for patency; cerebrospinal fluid (csf) was present at the end of the catheter and tested with a glucose stick to be csf. Therefore, the catheter was not changed. The issue was resolved. The patient's status was alive - no injury. The pump would be returned to the device manufacturer. The patient¿s medical history included chronic pain following a road traffic accident 15 years ago (from (B)(6)2019). Additional information regarding the patient¿s weight and other medications was unavailable. No further complications were reported.